Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). Investigation result: visual examination of the returned complaint device found the balloon did not show visual defects. No damage was found on the catheter of the device. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole over the shoulders in the proximal bond on the body of the balloon. The reported failure of the balloon bursting is not confirmed. It is possible that the factors encountered during the procedure, the interaction with the scope, and/or the technique used by the physician could have caused the balloon pinhole damage and for this reason did not hold the pressure causing that the balloon was rupture during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, it was noted that the balloon popped while being inflated to 20mm. The procedure was another cre wireguided dilatation balloon. No patient complications were reported as a result of this event.